Event description:
A nurse at a nation health center reported that the elite system has lost half the display. The complainant stated that only the bottom half of the display is illuminated. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided to the account.